Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) eroded through the scrotum, slight right of midline just under the penis. In addition, the skin became red and irritated, and within a month the pump became visible. A surgical procedure was performed during which the existing pump was removed and replaced. The physician believes the erosion is due to the patient not following post-surgery instructions. No further patient complications were reported.